Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had a comprehensive examination in which the dentist determined that the symptoms the patient is having are a result of tmj due to the patient undergoing orthodontic treatment. The treatment has worsened the symptoms creating trismus, headaches, extreme soreness. With the symptoms progressing tmj deprogramming is needed and orthodontic treatment for the patient needs to be in person by a specialist.